Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call they had excessive no delivery alarm during manual prime. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with manual injections. The customer's mother was advised that in order to troubleshoot that we request to change the set and /or reservoir. After the troubleshooting was done, customer's mother stated that the device did not alarm no delivery. The customer's mother was advised that the insulin pump is working as designed.